Event description:
It was reported that a malfunction alarm occurred during bolus delivery. Customer's blood glucose level was in the 200 mg/dl range. The customer reverted to manual injections for insulin therapy.